Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported symptom of ¿downstream occlusion constant.¿ was reproduced. A review of the event history log revealed multiple events of downstream occlusions. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be downstream values out of specification. The force sensor no tube and force sensor scale factor will be calibrated to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump alarmed constant downstream occlusion during an unknown process step. There was no patient involvement. No additional information is available.